Event description:
Subsequent to the initial medwatch report, the additional information was obtained: the first 3.5x26mm graftmaster (gm) stent delivery system (sds) had failed to cross a lesion due to anatomy.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, the patient presented with a vein graft to the right coronary artery (rca) perforation. A 3.5x26mm graftmaster (gm) stent delivery system (sds) failed to cross the lesion. During device removal from the anatomy, the back end of the stent delivery system touched a non-sterile filed. The device was discarded and another device was used in replacement. A 3.5x16mm and a 3.5x26mm gm stent were implanted, sealing the perforation at each implantation site. Per physician, the gm devices did not cause or contribute to complications or adverse events. There was no device malfunction reported with the implanted gm stents. No additional information was provided regarding this issue.